Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/01/2014 with the following findings:the complaint could not be duplicated with investigation. Investigation revealed the display was functional per specification without cloudiness. A display lens leak was discovered during leak testing. Moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging evidence of moisture behind the display lens. It was reported the display screen could be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.